Event description:
It was reported that this inflatable penile prosthesis was explanted and replaced for an unspecified reason. No patient complications were reported. Laboratory analysis identified a device issue.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device underwent a thorough analysis. The first cylinder was visually inspected and leak tested. Wear was identified at a fold in the middle of the first cylinder and a hole, resulting from tubing wear, was found in the outer tube in the proximal end. Broken fabric threads were present and the cylinder did not pass leak testing. The second cylinder was visually inspected and underwent leak and pressure testing. Wear at folds in the distal end and proximal ends of the cylinder was present. Three holes, the result of wear from rubbing against the tubing, were found in the proximal end of the cylinder. The cylinder passed leak and pressure testing. The pump was visually inspected, leak tested, and functionally tested. The pump tubing was worn to the filament. The pump passed leak testing but did not pass inflation or activation testing. The cylinder leak and pump issues identified via analysis may have caused or contributed to explant of the device.